Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the patient underwent a pump exchange from on lvad to another lvad on (B)(6) 2012 due to infection.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.